Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with concern that insulin delivery appeared insufficient during periods of high glucose despite the infusion set being on contact detach and no alarms or alerts reported. Symptoms included hyperglycemia. Outcomes included recovery after the user changed all diabetes supplies without use of backup therapy. Investigation included complaint intake, user interview, review of use and troubleshooting steps, and provision of education on site absorption and appropriate correction practices. Investigation of this case revealed no device alarms or identifiable hardware malfunction, with poor site absorption considered possible though unconfirmed, and the event resolved after set and supply changes. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.